Event description:
The customer reported failed calibration and reference noise errors for na (sodium) , cl (chloride), k (potassium), calc (calcium), and co2 (carbon dioxide) on their unicel dxc 600 pro synchron system. Upon troubleshooting, the customer found the ise (ion selective electrode) flow cell drain was overflowing/leaking waste. The customer stated the leak was uncontained with a volume of approximately 50ml. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the cause of the leak was a defective peri pump previously installed as part of an optional ise (ion selective electrode) drain retrofit kit. Since the retrofit kit was no longer needed on this instrument, the fse resolved the issue by removing the peri pump and retrofit kit; reverting to the configuration prior to the ise retrofit installation. No further leaking, calibration failures, or reference noise errors were observed or generated. (B)(4).